Event description:
.A device report from (B)(4) indicates a hospital in (B)(6) reported: the screw length is different for this screw. No further information is available.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues was found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This device is sterilized by synthes (B)(4) for distribution only in (B)(4). This sterile device was recalled by synthes (B)(4) under (B)(4) only.